Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the main printed circuit board (pcb) was electrically out of specification. It was also found that the white display wire was cut and exposed. Additionally the unit had two contaminated case screws. All found defective parts were replaced and all other identified issues were resolved. Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. Bench analysis found that there was no error displayed when the main board was assembled into a golden unit. The main board was run on the automated test console and it failed active current tests. After a capacitor was replaced, the main board passed all tests on the test console. The log was reviewed and the reported errors were verified. Conclusion: confirmed the customer report of an error, this was verified from the error log but could not be reproduced on the bench. During analysis it was noted that a capacitor was faulty. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator (epg) was displaying an error on powering up. The epg was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.